Event description:
The customer reports during a esophagogastroduodenoscopy (egd) using an evis exera iii gastrointestinal videoscope, the patient experienced a perforation. Additional details have been requested regarding the patient and event. At this time, no further information has been provided.